Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The insulin pump was had cracked case at display window corner, minor scratched lcd window, cracked reservoir tube lip and cracked reservoir tube window.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 210 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.